Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the vitrectomy probe only would cut with 2500 cuts per minute despite the radio frequency identification being green and sound was also normal. They had to open a new probe to make the cut rate work. There was no information about any patient impact.